Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported that the patient had dbs (deep brain stimulator) lead placed today or a day prior to the report, they wanted to do an MRI as patient was having symptoms of expressive aphasia and a possible stroke. It was noted that the patient had only lead wire in their head at moment. The change in therapy/symptom was considered sudden. Three weeks later, heath care provider reported that the interventions or actions were taken to resolve the patient having expressive aphasia and a possible stroke included speech therapy and MRI. MRI noted stroke around the electrode path. The patient's wife reported speech issues prior to surgery.